Event description:
Start up failure; pushing on button; black screen & continous alarm until batteries are removed. Then restarted ok. However, this device has had this behaviour several times now. Esm board was replaced 2019 and sw updated to 2.2.4 this year. Customer required this device to be replaced by a new one.

Manufacturer narrative:
This issue is deemed a reportable event since the malfunction may lead to a delay of the therapy as the device has to be re-started. The root cause is a malfunction of the esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.